Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information

Event description:
It was reported that the device failed preventative maintenance (pm) checkout procedure. All measurements were halved. The device was tested with different cables. Verified all cables worked on other units. There was no patient injury and do delay in surgery.

Manufacturer narrative:
Integra completed their internal investigation on 09/03/2015: methods: evaluation of actual device. Device history record review. Complaint history review. Results: the DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ jul. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for the cam02 monitor (B)(4). Rate of occurrence: during the time period ¿jul 2014 to jul 2015¿, the global product usage for cam02 monitors was calculated as 13,386 usages, the quantity of complaints over the review period with the key word identified in the complaint review can therefore be calculated as 0.07 of procedures. Conclusion: the customer complaint was verified and the cause of error code e0011 was identified as a defective sensor board in the cam02 monitor.